Event description:
A caregiver contacted baxter and during the call mentioned that the patient had peritonitis. No further information is available at this time.

Event description:
A percutaneous coronary trans radial intervention (pci) was performed in the left anterior descending (lad) artery. Pre dilatation with a 2.25 mm balloon was performed. The intravascular imaging catheter (ivus) was used successfully to examine the lesion prior to stent placement. The stent was implanted. Post- dilatation was done with a 2.5 mm balloon and ivus was performed again confirming the stent was fully dilated. During removal of the ivus catheter, the physician felt resistance; the catheter had become stuck with the stent. The physician then pushed the inner sheath distally and was able to successfully remove the catheter. The patient's condition was reported to be "good".

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. No further information is available. A follow-up MDR will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot for the flexi-cap (10c02h25) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.